Event description:
The customer obtained false (B)(6) vitros anti-hav igm results (2.8, 2.7 s/c) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false (B)(6) vitros anti-hav igm results were released out of the laboratory, however there was no report of patient harm as a result of this event. The investigation determined the expected vitros anti-hav igm result for the affected patient sample was (B)(6) (0.48 s/c). This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that false reactive vitros anti-hav igm results were obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. Treating the affected patient sample using a non-specific antibody blocking tube yielded a negative vitros anti-hav igm result. The root cause of this event is the presence of an interfering substance (non-specific antibody) within the patient sample.